Manufacturer narrative:
(B)(4). The lot was manufactured february 7, 2015- february 9, 2015. The device was evaluated at dublin compounding facility. A visual inspection identified white floating particulate matter. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had white floating particulate matter. This was found after being compounded with an unspecified amount of flourouracil. There was no patient involvement. No additional information is available.